Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was clarified that the device that wouldn't come on in the middle of the night was the implant. The cause and actions/interventions taken to resolve the patient's symptoms coming back were both identified as the implant was reprogrammed on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim, pudendal neuralgia. It was noted that the patient was getting injections every four months, but they hadn't had to get them since the device. It was reported that all of their symptoms were coming back and it started probably three days ago; they had pain at the sciatic in the middle of their butt cheek on left side. It was stated that they ¿went to get up and took pain meds. Thought was pain for the day. The patient got up in the middle of the night and went to use the device and it wouldn't come on. The patient stated that they had been in pain ever since.¿ troubleshooting was not possible at the time due to the programmer. No further patient complications are anticipated or expected as a result of this event.